Event description:
It was reported that the bd posiflush¿ normal saline syringe labeling was missing on syringe. The following was received by the initial reporter: the customer complained that no labelling on the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06sep2023. H6: investigation summary: it was reported there was no label on the syringe. To aid in the investigation, one sample with no packaging flow wrap and one photo was provided for evaluation by our quality team. The syringe received has no barrel label. The photo shows a prefilled syringe with no packaging flow wrap or barrel label. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel labeling process. A device history record review was completed for provided material number 306545, lot 2297706. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel label assembly process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that the bd posiflush¿ normal saline syringe labeling was missing on syringe. The following was received by the initial reporter: the customer complained that no labelling on the syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.